Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/21/2025 the user reported that they dropped the ilet device and the adapt connector broke. The user was able to remove the broken connector, change supplies, and resume insulin delivery. Blood glucose (bg) levels were not impacted.